Event description:
Technician alleged that the siderail was not latching into the up position. No patient impact.

Manufacturer narrative:
The technician replaced the siderail latch spring to resolve the issue.